Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event.

Event description:
It was reported that the patient's blood glucose level rose to 370 mg/dl while wearing the pod between 25 and 36 hours. The patient reported being unsure if the cannula was properly seated in the infusion site on the abdomen. It was also reported that there was blood around the pod site and that insulin was leaking during wear. As treatment., the caregiver administered manual injections to the patient and placed a new pod.